Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving calibration error alerts, bad sensor alerts, change sensor alert when sensor wa only one day old. Customer's blood glucose was between 400 mg/dl and 500 mg/dl. Customer reported that meter was not communicating with insulin pump.